Manufacturer narrative:
H10: technical support provided part ID for solenoids 3 and 4, as well as the data acquisition printed circuit board (da pcb). The customer replaced the solenoids 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. There was no patient involvement. The customer troubleshot with technical support and was advised to verify the pin alignment between the solenoids and data acquisition (da) board. Replace the proximal auto-zero solenoid (sol 3 and sol 4) or the da board.